Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that approximately two years following an intraocular lens (iol) implant procedure, white dots were confirmed on the surface of the iol. He/she performed a yag laser on the eye but it occurred again. Additional information has been requested.

Manufacturer narrative:
Product evaluation: a company representative reviewed the provided photos. Images show pseudophakic eyes (unable to identify the implanted iol models from the pictures). The image is focused mainly on the iol body, multiple light scattering artifacts (spots) can be observed, these spots are of variable diameter, the diameter cannot be determined accurately. In addition a whitening of the capsulorhexis remnant was observed. The product investigation could not identify a root cause for the reported issue although a definitive conclusion cannot be determined based solely on static pictures, the observations may be compatible with glistenings and/or inflammatory cells deposits on iol surfaces, and anterior capsule opacification. (B)(4).

Event description:
Additional information was provided that the patient fully recovered with steroid and antibiotic eye drops. The patient experienced decreased visual acuity. Correction a yag was not performed on this eye as initially reported.